Event description:
The catheter guidewire and connector piece were returned to the manufacturer due to "the catheter being too long for the guidewire to reach the tip by several cm." The hcp attempted to use the catheter by trimming the catheter. The hcp then had difficulty steering the catheter. The hcp thought there may be "some occlusion near the tip preventing guidewire from steering properly." The catheter was implanted but the connector piece was returned with the guidewire for analysis. No patient symptoms or adverse events were reported. A follow up report will be sent when additional information is received.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.